Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was not located at the targeted area after lead fixation. Several repositioning attempts were made but were unsuccessful. The physician then noted that the helix of the rv lead was stretched. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.